Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited r-wave amplitude variation and signal over-sensing. Chest x-ray confirmed the lead dislodged. The lead was explanted and replaced. The patient was stable.